Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Multiple attempts made to follow up with the customer, however no further information provided. Device not returned.

Event description:
It was reported that the contact stated that the customer went to the emergency room on (B)(6) 2016 due to high blood glucose (bg) levels (240-250 mg/dl) and large ketones. Reportedly, the customer alleged that the pump was not delivering enough insulin. The customer received an intravenous (IV) and treatment for an infection that the healthcare provider believed to be related to the bg issue. The contact stated that the customer was fine when leaving the ER room on the same day.